Event description:
Boston scientific received information that the patient with this pacemaker and competitor's right ventricular (rv) lead is pacemaker dependent and complained of having intermittent lightheadedness. A device evaluation was performed and it was determined that intermittent episodes of noise were being detected and oversensed; thus resulting in some periods of asystole of greater than 2 seconds. Attempts to reproduce the noise were unsuccessful. It was reported that the capture thresholds and lead impedances were stable. However, auto-capture thresholds noted that the device was in a retry state and, therefore, the outputs had been increased. The health care professional (hcp) consulted with boston scientific technical services (ts) and programming options were discussed in an attempt to prevent further pacing inhibition should the noise reoccur. Also, auto-capture behavior was reviewed. The hcp confirmed that programming changes were made and that the system will continue to be monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.